Event description:
A report was received that during pt's initial implant the paddle lead was exhibiting high impedances. The bsn representative reprogrammed around the high impedances and left the lead implanted. Post-op the pt was feeling stimulation at the paddle lead site and chest. The physician has decided to replace the pts paddle lead.